Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information stating that the customer's pump shut down unexpectedly. The customer was able to wake up the pump by plugging it in and found that the pump had reset. The customer mentioned the pump was last charged four days ago and did not think the battery was low when the event occurred. Troubleshooting by tandem technical support indicated that prior to the shutdown, the battery level dropped from 90% to 5% in a matter of minutes. There was no impact to the customer's blood glucose level.